Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had low blood glucose levels (30 mg/dl). Pump passed delivery system check. Customer ate candy and skittles to stabilize her blood glucose level.